Event description:
A distributor in germany reported via a fisher & paykel healthcare (f&p) field representative that the max-p rotary control of a 043043596 neopuff fascia & valve assembly had no function. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff fascia & valve assembly was received at our f&p regional office in germany where it was visually inspected and performance tested by a trained f&p service technician. The device was then disposed of. Our investigation is based on the information provided by the f&p service technician, information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: the performance test of the complaint device revealed that the max-p rotary control on a 043043596 neopuff fascia & valve assembly was not functioning, confirming the reported fault. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. However, it is likely due to physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be suceptible to damage, for instance when accidentlly dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the device or subjecting it to impact damage which may cause the unit to operate incorectly. If the neopuff is supected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: "dropping the f&p neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition, the neopuff user instructions also state that the user should check the pressure settings "prior to every use of the neopuff".